Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the costumer experienced ongoing elevated blood glucose (bg) in the 500's (mg/dl) with high ketones. Bg was addressed with manual injections. The cause of bg was unknown. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.